Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. When the ventilator's power board patient assist port was connected to a nurse call test adapter, the nurse call test led was constantly ¿on¿ under any condition. Bench testing revealed a component on the power board had malfunctioned which would prevent the patient assist port relay from being set to the ¿off¿ position and cause a constant alarm condition. The power board was replaced to correct the reported problem.

Event description:
It was reported that when the ventilator alarms, there is no alarm at the patient assist port. No patient harm reported.